Event description:
It was reported that when the first cage was inserted and got to the point where the instrument said, it should be flush, a snap was heard and one of the inserter's arms came off. The inserter would no longer turn the implant and was removed. The doctor removed the double-carrel and retrieved the broken piece. The implant had kicked medial, so he had to try to push it over, the freehand the insertion of the second cage. No patient complications were reported. After the anterior procedure, the mini-invasive posterior fixation was also needed for the patient. The procedure changed to an open procedure because the doctor was nervous about expulsing the cages anteriorly.

Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.